Manufacturer narrative:
Additional information regarding this adverse event was provided on 19 november 2021. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that could have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. Multiple mdrs were reported for this event: #3013450937-2021-00231, #3013450937-2021-00232, #3013450937-2021-00233, #3013450937-2021-00310, #3013450937-2021-00311, #3013450937-2021-00312.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. The surgeon revised the following eleos components: distal femur axial pin, tibial hinge component, and tibial poly spacer. The following eleos implants remain implanted from the patient's original surgery: distal femur, cemented stem extension, cemented segmental stem, and tibial baseplate. No additional information regarding this event has been provided.